Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating that a speaker malfunction inop was displayed, and audio was not heard from the device. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement. A philips remote service engineer (rse) discussed the issue with a biomed technician from the medical facility. The biomed technician evaluated the device. The results of functional testing indicate that the rse and biomed technician determined that the device main board had failed. The customer ordered a new main board, and the biomed technician successfully installed the new main board into the device. The device was operational after repair was completed. The investigation concludes that no further action is required. The device remains at the customer site.